Event description:
The customer reported being hospitalized due to low blood glucose of 21mg/dl. The customer was in car accident and she was the driver. Troubleshooting was performed. The programming and settings were correct. The reservoir was showing the same amount of insulin as shown on the status screen. The device was not exposed to an MRI. The customer does not feel comfortable with the insulin pump and requested that the device be replaced. Advised to call her doctor regarding her low glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.